Manufacturer narrative:
H3: the device was returned in a double plastic bag. Upon return, traces of clear sticky residue were observed on the tube. It was also observed that the ribbon was creased. The harness had paper tape intact when returned. A syringe was used to inject 20cc of air into the cuff, and the cuff inflated /deflated with no issues observed. Furthermore, both the cuff and the inflation assembly were submerged in the water for leak observation, and there was no leak observed. There was no leakage issue observed during the analysis of the returned device. The complaint was not confirmed; no out of specification condition was observed. G4: please note that the involved device is not marketed in the united states; however, it is similar to the united states marketed device (nim trivantage - 8229708). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was no damage on emg tube or its package. During pre-op (before intubation) 5cc syringe was used and 5 cc air was inflated to emg tube, the balloon deflate after inflation , user try to test inflation a few time. Suspect faulty inflation valve. The procedure was completed with backup product. There was no patient impact.